Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a communication error when scanning the adc freestyle libre senor using librelink. As a result of the customer not been unable to monitor blood glucose, she became hyperglycemic and experienced a symptom of shaking on (B)(6) 2020. The customer was seen by a pharmacist who obtained a blood glucose reading of 23 mmol/l on hcp meter and was diagnosed with hyperglycemia. The customer was treated with 30 units of ¿fast-acting¿ insulin. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a communication error when scanning the adc freestyle libre senor using librelink. As a result of the customer not been unable to monitor blood glucose, she became hyperglycemic and experienced a symptom of shaking on (B)(6) 2020. The customer was seen by a pharmacist who obtained a blood glucose reading of 23 mmol/l on hcp meter and was diagnosed with hyperglycemia. The customer was treated with 30 units of ¿fast-acting¿ insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
During troubleshooting, it was determined that the user had not enabled nfc (near field communication) on their (samsung s10 android )mobile device, which prevented fs librelink from obtaining results from their freestyle libre sensor. The activation of nfc is required for mobile device applications because the nfc wireless allows communication between the application and the freestyle libre sensor. Upon further troubleshooting with the user, the user was able to scan the sensor after enabling the nfc setting. Extended investigation was performed using a similar configuration (samsung s10 and librelink version 2.2.2) )used by the customer and the investigation was not able to replicate the users complaint. The fs librelink application was able to successfully scan the sensor. There was no indication that the application was not functioning as intended. No malfunction or product deficiency was identified.section d1: (brand name) was incorrectly documented in the initial MDR 30 day report. Section d-1 has been updated.